Event description:
"Pt diagnosed with ectopic pregnancy and underwent diagnostic laparoscopy and right salpingectomy during which the left renal artery was injured; a segmental artery of the kidney was penetrated with a trocar. An abdominal incision was made to assess, and the vascular surgery service assisted to repair the injury during laparotomy. Two weeks post-op, the pt was doing well but had an abdominal wound infection, being treated aggressively.